Event description:
It was reported that the patient presented to the hospital for a magnetic resonance imaging (MRI) procedure. Interrogation of the pulse generator after the procedure noted that the pulse generator had inappropriately reset and displayed error message. Attempts were made to reprogram the pulse generator, however, were not successful. It was also noted that the pulse generator had displayed error in parameter values during reinterrogation. Device was restored to its nominal values. The patient had no adverse consequences.

Event description:
Interrogation of the pulse generator after the procedure noted that the pulse generator had entered backup-vvi mode and displayed error message.